Manufacturer narrative:
The customer reported that during 12-lead ECG (analysis), the device displayed no waveforms. The unit was evaluated by the philips field service engineer. The symptom could not be duplicated and the device passed all testing; therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported that during 12-lead ECG (analysis), the device displayed no waveforms.